Event description:
"S/p b 220cc surgitek gels subgl infra for augmentation. No h/o trauma and size. Pain but c/o occ thumb and nip arthralgias, stress-related headaches, mild memory loss and ibs. Otherwise healthy."